Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
Two problems have been reported with the servo-I ventilator. It has been claimed that the display did not turn on, and there was also an issue with the power supply and batteries. The provided parts have been tested separately in investigation lab with following results: for the issue regarding batteries and power supply the returned "plug and play" printed circuit board was investigated; we found that when the mains power plug was removed from ventilator the servo-I ventilator shuts down immediately, the back-up battery function did not take over the power supply to the ventilator. We were not able to identify a faulty component on the "plug and play"printed circuit board during our investigation and therefore the root cause could not be determined. For the issue regarding the ventilator display, we investigate the returned dc/dc & standard connectors printed circuit board in a ventilator and could reproduce the error: the ventilator display did not turned on. We identified a specific transistor as the faulty component, the ventilator display worked properly when the transistor was replaced on returned printed circuit board. However the root cause could not be determined as we do not know why this transistor failed.

Event description:
It was reported that during investigation for another complaint, a problem was found on power supply with batteries. There was no patient involvement. Manufacturer's ref #: (B)(4).